Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to implant fracture approximately 5 years and 4 months after implant placement. Bone quality around the area was type I and ii, and oral hygiene around the implant was good. Local infection, bone resorption and peri-implantitis were observed during removal surgery. Bone augmentation material was not used in implant placement surgery. There was no trauma history to the patient related to implant fracture. The patient will need another surgial intervention.